Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device, migration of essure device location of device: ovary/fallopian tube") and genital haemorrhage ("excessive bleeding") in a 37-year-old female patient who had essure (batch no. 713453) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass in 2005, augmentation mammoplasty on (B)(6) 2008 and brachioplasty on (B)(6) 2011. Concomitant products included obetrol (adderall) from december 2014 to december 2017, omeprazole (prilosec) since (B)(6) 2016 and vicodin (norco) since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("cramping/excessive cramping/severe abdominal pain/ lower right abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced hormone level abnormal ("hormonal changes"), mental disorder ("psychological or psychiatric problems"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), headache ("headaches"), dyspareunia ("painful intercourse") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy ((B)(6) 2012)/ right side essure removal/ oophorectomy). Essure (right side) was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, headache, dyspareunia, hormone level abnormal, vaginal haemorrhage, menorrhagia, mental disorder, dysmenorrhoea, fatigue and alopecia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right side essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: the reporter information was updated. This case concerns 37 year old patient. Patient demographic was updated. Her historical condition was added. Lab data was added. Concomitant medication was added. Essure indication was amended. Essure lot number was added. Essure insertion date was added. Following events were added: malposition of essure device, migration of essure device location of device: ovary/fallopian tube, hormonal changes, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems, dysmenorrhea (cramping), fatigue and hair loss. She has recovered form severe pain and cramping. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device, migration of essure device location of device: ovary/fallopian tube") and genital haemorrhage ("excessive bleeding") in a 37-year-old female patient who had essure (batch no. 713453) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass in 2005, augmentation mammoplasty on (B)(6) 2008 and brachioplasty on (B)(6) 2011. Concomitant products included obetrol (adderall) from (B)(6) 2014 to (B)(6) 2017, omeprazole (prilosec) since (B)(6) 2016 and vicodin (norco) since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("cramping/excessive cramping/severe abdominal pain/ lower right abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced hormone level abnormal ("hormonal changes"), mental disorder ("psychological or psychiatric problems"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), headache ("headaches"), dyspareunia ("painful intercourse") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy ((B)(6) 2012)/ right side essure removal/ oophorectomy). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, headache, dyspareunia, hormone level abnormal, vaginal haemorrhage, menorrhagia, mental disorder, dysmenorrhoea, fatigue and alopecia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right side essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (pelvic surgery in 2011). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.